Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Visual inspection reveals ventilator inoperable and service soon error code was due to 3v battery on the main board was not properly seated @ location bt600 of the main board. This condition of battery will cause service soon and configuration reset issue on the ventilator. Replace main board to resolve the failure and process vent thru service. Main board will be sent to failure analysis laboratory for analysis.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator alarmed ventilator inoperable. The customer confirmed there was no patient involvement associated with the reported issue.